Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-1095, awareness date 30-aug-2015). It refers to a female consumer of an unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015. Two months after insertion she had an allergic reaction, she found out that she was allergic to nickel. Essure was removed on (B)(6) 2015 along with her tubes. After surgery, her symptoms went away. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and two months later had an allergic reaction to nickel. She underwent salpingectomy and essure removal three months after insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Patients who are allergic to nickel may have an allergic reaction to this device; some patients may develop an allergy to nickel if the device is implanted. Therefore, given the positive temporal relationship and nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident due to required intervention (salpingectomy and essure removal). A product technical analysis is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 02-oct-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and two months later had an allergic reaction to nickel. She underwent salpingectomy and essure removal three months after insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Patients who are allergic to nickel may have an allergic reaction to this device; some patients may develop an allergy to nickel if the device is implanted. Therefore, given the positive temporal relationship and nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident, since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitorin